Manufacturer narrative:
(B)(4).

Event description:
The service report shows the customer reported that the 840 ventilator was inoperable, unable to establish air flow. The failure happened when the device was not used on a pt. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced flow sensor and the oxygen (o2) sensor. The unit passed extended self-testing.